Manufacturer narrative:
The technician found the nurse call cable plug ends bent. The tech replaced the nurse call cable to resolve the issue.

Event description:
Technician alleged that the bed could not place a nurse call. No report of injury.